Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noisy signals and low pacing impedance measurements subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.